Event description:
It was reported the md used a sheath to insert the iab. After the insertion of the iab, the md began to remove the guide wire. While removing the guide wire, it became stuck in the catheter. The iab with guide wire was removed as one unit. Another iab was inserted into the patient successfully. There were no reported patient complications.

Manufacturer narrative:
The iab was returned with the guidewire protruding from both ends of the iab. The tethered valve was attached to the iab. The sheath and pump tubing were not returned. The guidewire was removed from the central lumen with some resistance. The guidewire was measured and found to be in spec. There were slight bends and some flaking at various locations in the guidewire. The guidewire was re-fed thru the central lumen with little resistance. The iab was submerged and pressurized in water. There were no leaks detected in the iab or bladder. A DHR re-review was conducted without findings. The root cause could not be determined.